Event description:
It was reported that there was increased lead impedance one day post implant. It was further noted that sensing and thresholds were normal. The lead remains in use and the patient will be monitored closely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.